Manufacturer narrative:
The handpiece was received by the MFR and the complaint was verified. Based on the quality investigation, corrosion build up was identified and the motor was replaced. The corrosion is most likely due to improper cleaning/sterilization techniques. Add'l preventative maintenance was performed and the handpiece was returned to the customer.

Event description:
It was reported that the handpiece continued to run when the trigger was no longer pressed and was sticking. The type of procedure was not reported, nor if there was any pt involvement or adverse consequences associated with the event.